Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged blood glucose event could not be evaluated due to damaged usb pins.

Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). The cause of the elevated bg level was unknown and a correction bolus was delivered to address bg level. In addition, the customer reportedly overcorrected and delivered too much insulin. Subsequently, the customer experienced a low bg level of 32 (mg/dl). Juice and a glucose pill were consumed to address bg level. A recommendation was made for the customer to discuss bg levels with a healthcare provider.